Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. Surgical intervention may occur to address the issue.